Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During an acl procedure it was reported that the surgeon noticed metal shavings inside the joint after using the blade. The site was flushed and the surgeon was confident the debris was removed. The procedure was completed with a backup device on hand. The blade will not be returning for evaluation. No time delay, injuries or complications were reported.